Event description:
It was reported that a balloon rupture occurred. A 10mm x 3.00mm wolverine cutting balloon was selected for use in a mildly calcified lesion. During second inflation, when nominal pressure was applied, it was noted that the pressure did not increase. Furthermore, when the balloon was retrieved, it was found that it ruptured. The procedure was completed with a different device. No patient complications were reported and the patient status was good post procedure.